Event description:
Check valve oe-c14 has not been used on site during procedures since october of 2022. New drying cabinets were purchased require tubing to be connected to scopes to flush with air after reprocessing, which requires oe-c14 valves to be removed so that air can pass freely. After the installation in october, the check valves were not getting replaced back onto the irrigation tubing after drying and remained removed. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. D4:lot number is unknown. Evaluation summary: according to the reported contents, the cause was forgetting to install the check valve (oe-c14) that was once removed. Background: when the endoscope was stored in the endoscope drying cabinet, the check valve (oe-c14) that hindered air supply was removed from the connection adapter oe-c12. After that, the endoscopy was performed while forgetting to attach the check valve (oe-c14) when using the endoscope.